Manufacturer narrative:
Evaluation by MFR.: media inspection was performed with the image provided depicting a separation of the device. The separation was found on the shaft, as the balloon protector was in place on the balloon. The shaft shows no evidence of stretching damage indicating the possibility that it had an interaction with a sharp object. The customer stated that the shaft was not cut during preparation for the procedure.

Event description:
It was reported that balloon detachment occurred. A 6.0 x80, 75cm gladiator elite balloon catheter was selected for use. While preparing the device, the balloon part fell out from the shaft before it was introduced to the patient. The procedure was completed with a different device. No complications were reported.